Event description:
It was reported that "something burned up inside" of the mlx 300w xenon lightsource (00mlx) and it "does not come on at all". It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the mlx 300w xenon lightsource was received in used condition. During evaluation of the unit, the reported problem was duplicated, it was identified that the right-side panel was cracked, the top trim cracked, and power supply (psu) was bad. The psu, right-side panel, and top trim were replaced to correct the issue. Evaluation and function tests were performed and all tests were passed. Root cause analysis: the reported complaint was confirmed. It was determined that this issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.